Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the atrial lead could not completely advance through the header of the implantable cardioverter defibrillator (ICD). The physician alleged the atrial port of the device to be defective. Therefore, the physician elected to replace the ICD with another successfully. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The device was taken to the bench for testing. There were no visual anomalies with either the atrial or ventricular ports. Is-1 and df-4 test leads were fully inserted into the device header. Device set-screws were able to fully engage test leads using a lab torque driver; they were found to function normally. The test leads remained firmly secured when gently tugged. No anomalies were found with any of the lead connections.